Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent a persistent atrial fibrillation procedure with a smart touch bidirectional catheter and suffered a cerebrovascular accident and a thrombosis and did not require medical or surgical intervention. The patient's medical history was unknown. After the procedure, the patient suffered a stroke. The patient had some weakness on the left side. A magnetic resonance imaging (MRI) was performed. No medical intervention was provided. The patient was reported to be in stable and improved condition. The patient did require extended hospitalization for observation. The physician's opinion regarding the cause of this adverse event was a thrombus. This adverse event is assessed as life threatening and is to be considered serious and MDR reportable.